Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had a slight stroke after their dbs implant procedure. It took about a year to regain what the stroke affected. They had a hard time articulating the words associated with objects, forgot their typing skills, they were hesitant with their speech, easily lost their train of though, and found intricate/complex details hard to follow, along with other issues. In the following 8 years, their parkinson's disease improvements were approximately 80% to 90% compared to their condition before surgery. No further complications were reported as a result of this event.